Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
While using a byte night aligners, patient reported that their aligner is not comfortable as the other aligners and have cut into their inner upper gum when they close their mouth. It has also, caused a bigger gap between their front teeth which did not exist before. Patient provided hh tips. Patient has been non-compliant with aligner wear. Requested patient to send updated information and confirm if comfortable.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.